Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank. The insulin pump was exposed to moisture and had battery issue. Customer stated they were experiencing low blood glucose 58 mg/dl. Customer treated low blood glucose with glucose tablet and orange drink. Trouble shooting for low blood glucose was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.